Event description:
The caller was implanted with a mesh for the repair of a stomach hernia in 2004. After the implant, she started experiencing abdominal pain, discomfort and all over body pain. She went back in 2007 and 2011 to see the surgeon. Nothing was done and the pain persisted. In (B)(6) 2015 she was seen by another surgeon who took out the mesh but she continues to feel stomach discomfort and pain from abdominal scars.